Event description:
Inbound, patient reported 89749 ext set 60¿ minibore. W/.2 mic filter smiths medical tubing leaking from filter lot # 3648273, expiration date 07/10/2023 x 4 in past week no further details provided. Diagnosis or reason for use: pph.